Event description:
It was reported that the programmer screen was shaking and was distorted. It was further reported that the issue could last seconds or minutes. It was noted that the plug points were changed and extension cords, and at times this improved the situation but then it would revert. The stylus had to be maneuvered in order to click on the buttons. The programmer has not been returned for service. There was no patient involvement. It was further reported that the product had been returned to service.

Manufacturer narrative:
Product event summary: at analysis it was noted that the stated reason for return of "screen of programmer shaking and distorted" was not able to be confirmed. The programmer was disassembled and there were no observations. An error was found in the software history and new software was installed. The device was cleaned and it passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.